Event description:
Customer reports the following coagucheck s comparisons: less then 0.6 inr and greater then 8.0 inr; 0.7 inr and greater then 8.0 inr. The customer also reports result greater then 8.0 inr on the coaguchek s system and 0.91 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.